Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device disposition is unknown and the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was discovered during monthly maude review that a facility had reported the following: the tip of the arthrex scorpion multifire needle (ar-13995n) broke off at some point during the shoulder scope procedure. An x-ray was taken in the operating room, but the tip was never found. Maude report did not contain a lot number for the ar-13995n. Maude report contained no facility or reporter name/contact information. Therefore no follow up is possible.

Manufacturer narrative:
Most likely the failure mode of a broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone, however the part was not returned and the complaint could not be verified.